Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event. It was reported that there were approximately 10-12 vials of onyx used in the procedure, but the model and lot numbers were not reported; therefore, the other onyx involved in the procedure are as follows: model: not reported / lot: not reported / dom: n/a / exp n/a (qty. 10-11) reference cer (B)(4).

Event description:
Treatment of a large avm (arteriovenous malformation) in the inferior temporal branch of the right pca (posterior cerebral artery). On (B)(6) 2014, the patient underwent onyx embolization treatment with approximately 10-12 vials of onyx. During the onyx injection, it was reported some onyx refluxed over the distal marker band and down to the proximal marker band. At this point, there was good penetration into the avm and as a result, visibility of the proximal marker band was lost. Direct reflux over the marker band was not clearly seen as the view was hidden due to the penetration of the avm. Upon completion of the onyx injection, the physician was unable to remove the catheter by pulling on it. More tension was used to pull the catheter and approximately 30 cm was removed before the catheter began to stretch, so it was decided to cut the catheter at the groin. Two days later, the patient¿s avm was resected and part of the catheter was also taken out in this procedure. There were no adverse events and the treating physician made the decision to leave the remaining part of the catheter inside the patient. Same event as MDR# 2029214-2014-00597.